Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The reported malfunction was observed during review of the device history logs. However, the device was subjected to bench handling and 30 joule testing and the reported problem could not be duplicated with the device. The customer declined to have the device repaired. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.